Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and found that there were also high capture thresholds and high out of range shock impedance. Ts advised that the shock may be compromised due to the out of range impedance. Ts advised following actions and recommended a review of reports with the cardiology department. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead also exhibited intermittent jumps that resulted in high out of range pacing impedance values. It was suspected that the lead was fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and found that there were also high capture thresholds and high out of range shock impedance. Ts advised that the shock may be compromised due to the out of range impedance. Ts advised following actions and recommended a review of reports with the cardiology department. The lead remains in use. No adverse patient effects were reported.